Manufacturer narrative:
The following fields were updated due to corrected information: h1: type of reportable events: serious injury. H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to slow draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® acd solution a blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "there is a bubble that appears once the tube is attached and it makes the blood flow very, very slow. We are not sure if this a design flaw or an issue with this particular batch. This is the first time we have used these particular tubes so we do not have anything to compare them to, however, it is taking a very long time for the blood draw and the patients become uncomfortable during the blood draw. Two patients had to be redrawn. No medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® acd solution a blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "there is a bubble that appears once the tube is attached and it makes the blood flow very, very slow. We are not sure if this a design flaw or an issue with this particular batch. This is the first time we have used these particular tubes so we do not have anything to compare them to, however, it is taking a very long time for the blood draw and the patients become uncomfortable during the blood draw. Two patients had to be redrawn. No medical intervention was reported. 11/06/2020 the nurse called me and explained that they use a bd holder, but not bd winged sets. They are from mckesson, it was explained that we cannot guarantee that other manufacturer's products will be compatible with bd's. If they don't fit properly, there may be gaps or spaces that cause air to be drawn in and slow down the vacuum and ability to fill the tube properly.